Event description:
It was reported that the user inadvertently issued multiple meal announcements in quick succession on the ilet, disconnected the device during an active bolus after feeling a bodily rush, and then consumed oral glucose. Symptoms included a transient high blood glucose with a reported peak of 307 mg/dl, without loss of consciousness or other acute effects. Outcomes included self management without medical intervention and no use of backup therapy. Investigation included review of device data and user interview, along with troubleshooting and education. Investigation of this case revealed accidental duplicate meal announcements that likely prompted an unnecessary large insulin dose just before the device was disconnected, followed by user ingestion of oral glucose. It was concluded that the event was related to user interaction and that the device functioned as designed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.